Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an alleging that unit gets really hot will not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown contaminant on the exterior of the bottom enclosure of the device and on the power supply. A dust-like contaminant with what appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, top enclosure, center enclosure, iso port, blower, bower seal, blower box, heater plate, and bottom enclosure. Hair-like particles were observed on the center enclosure. The metal pan on the water tank was observed to have rust-like appearance to it, likely due to liquid ingress. The water tank and water tank seal were observed to have dark contaminant on them consistent with bio contaminant or mold. The ui display was observed to have a dust-like contaminant on it along with what appeared to be burn marks. Burn marks were also observed on the ui ribbon cable. The q3 and q4 components on the pca were observed to have thermal damage to them, and the pca was observed to have areas of corrosion to it, both likely due to liquid ingress. A dust-like contaminant was observed on the inlet/outlet seal and inside the inlet of the blower box. The manufacturer found seven error codes. Manufacturer confirm the complaint of device not providing therapy. The device was scrapped.